Manufacturer narrative:
Integra has completed their internal investigation on (B)(4) 2014. The investigation included: methods: eval of actual device. Review of device history records. Review of complaint history. Results: eval of the complaint related device. The reported incident was confirmed. The knob tension was sticking; and was out of specification. The actuator pin of the air switch remained in the on position causing the unit to run continuously and can't stop. A device history record reviewed for c-0410 manufactured during the fourth quarter of 2008 show no abnormalities related to reported incident were found. This device passed all required inspection points with no associated mrr's, variances or rework. No service history is on file for this device. A review of complaints history for similar complaints 'gets stuck' for this product family revealed that four complaints have been received including this. No new design or manufacturing trend was identified. Conclusion: in summary the end users reason for return was verified. The knob tension on the returned device was out of specification. This device was manufactured in 2008 with no prior service history on file. Integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
It was reported the device 'sometimes get stuck, needs calibration'. Additional info was received from the customer: on (B)(6) 2014, this malfunction was discovered prior to use on a pt and did not occur during a surgery and there was no reported injury or adverse consequence to a pt.